Event description:
It was reported that during an unk procedure, the jaws were stuck after firing and would not open for a second time. Another device was used to complete the case with no pt consequence. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.